Event description:
Info was received that reported a pt was hospitalized in 2006 with hypoglycaemia. The reporter stated the pt had appeared sluggish and so tested her blood glucose which was found to be in the 30's. They gave her juice and brought her to the ER where her blood glucose was 68 on arrival. The device appears to be operating correctly and no alarm or alerts were noted. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contributed to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or functional failure was detected and the product was within specification.